Manufacturer narrative:
The field service engineer (fse) went on site and observed that the rinse unit tube had punctured. The investigation determined the replacement of the rinse unit tube by the fse resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for two patients' samples tested with sodium on a cobas c 503 module. No incorrect results were reported outside of the laboratory. Sample 01 initially resulted in a sodium value of 174 mmol/l, which was repeated as 131 mmol/l. Sample 02 initially resulted in a sodium value of 183 mmol/l, which was repeated as 139 mmol/l. The sodium reagent lot number was 51919800. The reagent expiration date was requested, but not provided.